Event description:
It was reported the device has no sound even after replacing the loudspeaker. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned for bench repair. Results of functional testing indicated that the mainboard was defective and needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed the device was operational after the main board was replaced and the repairs were completed. The device was returned to the customer. The investigation concludes that no further action is required at this time. E1: (B)(6).